Event description:
It was reported that the patient used the purewick urine collection system for three hours and stated that the system was electrocuting and had a headache. Patient skin was not broken, but the area was a little red and was experiencing burning sensation using purewick female external catheter . It was noted that the patient had been using the purewick products for less than 90 days. No medical intervention was reported. As per additional information received via follow-up on (B)(6) 2022, it was stated that the customer experienced headaches and an electric feeling when using the purewick. Customer stated doctor came to house and stated that blood pressure was low from using the purewick and advised to discontinue use. Customer stated no history of low blood pressure and thought that the purewick had too intense of a suction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient used the purewick urine collection system for three hours and stated that the system was electrocuting and had a headache . Patient skin was not broken, but the area was a little red and was experiencing burning sensation using purewick female external catheter . It was noted that the patient had been using the purewick products for less than 90 days. No medical intervention was reported. As per additional information received via follow-up on 30aug2022, it was stated that the customer experienced headaches and an electric feeling when using the purewick. Customer stated doctor came to house and stated that blood pressure was low from using the purewick and advised to discontinue use. Customer stated no history of low blood pressure and thought that the purewick had too intense of a suction .

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate component (pump and relief valve) selection". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "operating suction range: approximately 120 mmhg ¿ 140 mmhg (2.3 ¿ 2.7 psi) maximum suction level: 182 mmhg (3.5 psi). Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas." The device was not returned.